Event description:
A physician attempted arteriotomy closure with a starclose. An hour after the procedure, the patient experienced internal abdominal bleeding. The patient was taken to surgery, the clip was stuck on tissue and not on the adventitia. Closure was achieved in surgery. The patient is reported to be fine.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.